Event description:
It is reported that a customer experienced high blood glucose of 500 mg/dl. It is unknown how the customer treated the blood glucose. The customer was irritated to be surveyed about the issue. The customer stated that they had no delivery alarm but the issue was resolved with a complete set infusion set change. The customer was advised to call the help line if they had any further issues. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.